Event description:
It was reported that during a da vinci si cholecystectomy procedure, the surgeon staff indicated that the tip of the permanent cautery hook instrument broke off and fell into the patient. The broken fragment was retrieved and there was no patient harm, adverse outcome, or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation confirmed the alleged issue that the hook of the instrument came out. The instrument was returned with the hook detached from the distal end. The hook shank was found to be fractured within the yaw pulley at the cross section of the hole feature. The instrument's ceramic sleeve was found to be still intact. Engineering evaluation also found the instrument with a broken proximal clevis. One proximal clevis ear was observed to be broken and missing a piece at the proximal pin. The other clevis ear was found to be cracked along the base of the ear, but no missing pieces were observed. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint and obtained the following information: the reporter indicated that the instrument was inspected prior to use and no disinfectants were used prior to cleaning of the device. She also denied that the site has recently changed any of their cleaning/sterilization processes. The reporter indicated that the procedure was not recorded. She explained that the hook of the permanent cautery hook instrument got caught on one of the tip openings of a maryland bipolar forceps instrument and then broke off. The fragment was reportedly retrieved through a laparoscopic accessory port using a laparoscopic grasper instrument. The reporter denied that an x-ray or ultrasound was used to help find the broken fragment. The reporter indicated that the patient did not experience any intra-operative complications because of the alleged issue. The reporter also denied that the patient underwent any post-operative tests or secondary procedures because of the alleged issue.